Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and pump declared a empty cartridge alarm. Reportedly, customer loads the cartridge with cold insulin. No reported adverse impact to the customer's blood glucose.